Manufacturer narrative:
Unit powered up properly. No weak battery alarm, no battery out limit and no low battery alert noted during testing. All operating currents are within specifications. Unit passed displacement test, rewind, basic occlusion test, prime/delivery test, excessive no delivery test and occlusion test. Backlight worked properly and no anomaly noted. Unit had minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call that batteries were not lasting more than twelve hours. Customer called regarding issue and was sent a new battery cap. Customer called back stating that battery cap did not resolve issue. It was also reported that battery cap made a grating noise when screwed on. Customer's blood glucose was between 300 mg/dl and 400 mg/dl. Customer was advised that insulin pump would need to be replaced.